Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rejecting new batteries, the insulin pump buttons harder to press, when priming, the insulin squirt out from the infusion set rather than a slow drip, the insulin pump make grinding noises, that sound different than before louder, the prime rewind process seem to take longer that they did before, there was unexplained no delivery alarms, there was a low battery and low reservoir and insulin pump did not give an alert, there was crack on the insulin pump display it affect your ability to read the screen. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.